Event description:
The surgeon attempted to implant a lens, and the lens became damaged upon insertion. The wound site was enlarged in order to remove and replace with another lens. No more info has been forthcoming.